Manufacturer narrative:
The pump was received with all buttons responding properly. The pump was received with a no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).

Event description:
Information received by the medtronic indicated that the insulin pump had motor related error alarm. Customer was assisted to clear the alarm. Insulin pump was not exposed to high magnetic field. Insulin pump passed displacement test. Insulin pump had stuck button alert. Customer was able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.